Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. (Arctic sun 5000) 01 patient line open, (arctic sun 5000) 02 low flow present. Circulation pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR review is not required as the reported event is not an out of box failure and therefore, the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow rate issue. Per review of wo on 05jan2026, there was no patient involvement.